Manufacturer narrative:
Device code update from material integrity problem to detachment of device or device component. Device evaluated by MFR:device technical analysis: a visual and microscopic inspection were performed and identified that the was device returned with the imaging widow detached/separated in the lapjoint section, it's important to mention that the imaging window was not returned for analysis. No other visual issues or kinks were observed along the device. No other damage was encountered upon inspection.

Event description:
It was reported that the catheter broke during removal. An opticross hd was selected for use in a percutaneous coronary intervention. During removal from the patient, the catheter broke. The procedure was completed with another device. The patient's status is stable.

Event description:
It was reported that the catheter broke during removal. A opticross hd was selected for use in a percutaneous coronary intervention. During removal from the patient, the catheter broke. The procedure was completed with another device. The patient's status is stable.